Event description:
This lead was explanted and replaced one day post implant due to intermittent loss of capture, intermittent undersensing, and possible perforation. Should additional information become available, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, a mechanical and an electrical analysis. The analysis revealed cuttings of the insulation and deformations of the outer coil. Coagulated blood was found in the lumen of the lead. These findings resulted most likely from the explant procedure. During this analysis, no deviations were noted which might be related to the clinical observation mentioned in the complaint description. The analysis did not reveal any sign of a material or manufacturing problem.